Event description:
A patient was implanted with a prodisc l implant at l5-s1 on (B)(6) 2025. It was found at a follow up appointment that the patient had bilateral pars fractures at the implant level. Patient is being monitored and no surgical intervention has been scheduled at this time.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a prodisc l implant at l5-s1 on (B)(6) 2025. It was found at a follow up appointment that the patient had bilateral pars fractures at the implant level. Patient is being monitored and no surgical intervention has been scheduled at this time. A DHR review found no anomalies related to this complaint. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the benefits outweigh the risks. The prodisc l device remains implanted within the patient and was not returned. Therefore, no evaluation could be completed. Additionally, no imaging was provided that showed the pars fractures. There were no anomalies identified during the complaint investigation. A reason for the pars fracture is unknown. The submission is 2 of 3 devices involved in this event.